Event description:
A hospital in (B)(6) reported that an mr850 respiratory humidifier did not pass the resistance check test. The unit was checked prior to being used on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint device has not been returned to the manufacturer. It has been visually inspected and performance tested by a fisher & paykel healthcare service engineer at our regional office in (B)(4). Results: the visual inspection revealed no damages. The complaint device was tested in accordance with the specifications in the mr850 product technical manual and confirmed the issue as reported by the customer. It was found that the earth wire resistance was high, greater than 0.2 ohms. A lot check revealed no other similar complaints of this nature for this lot number. Conclusion: the complaint device was checked prior to being placed in a ward. The mr850 product technical manual specifies: "check mr850 for physical damage"; "carry out a full performance test." The product technical manual also specifies to perform an electrical safety test annually. The complaint device has since been repaired and returned to service at the hospital.